Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two encor biopsy probes and vacuum assemblies were returned for evaluation and photos were provided for review. Upon visual evaluation, the probe appeared clean with the aperture closed. The saline cap was returned and it was noted that damage appeared to be on the product packaging. No other anomalies were identified. Upon photo review, the crack was noted in the package of the encore probe. Therefore, based on sample evaluation and photo review, the investigation is confirmed for the reported breach of sterile barrier as crack was noted on the device package. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a breast biopsy procedure, the packaging of the device was allegedly found to be damaged. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that prior to a breast biopsy procedure, the packaging of the device was allegedly found to be damaged. There was no patient contact.